Manufacturer narrative:
Information regarding suspect medical device, common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were included in the return. Both of the returned catheters were kinked, and one was still attached to the device nozzle. The catheters were straightened out when cleaned. The device was returned with the on/off switch in the "on" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device as well as on the catheter connection hubs. When reactivated and tested as returned, the device did not spray as intended. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed as intended. When tested with the returned catheters attached to the nozzle, the device sprayed as intended with both catheters. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this report could not be determined because the device functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. They were unable to activate the device [unable to spray]. [The procedure was] completed with another kit. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.